Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.5cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during device change out for eri externalized conductors were observed. Intermittent undersensing was also noted on the lead. The lead was successfully replaced. Patient monitoring will continue.